Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The instrument was returned to life technologies corporation on (B)(4) 2014 and was repaired by replacing the heated cover. After the heated cover was replaced, the instrument passed all the calibration and performance specifications. The instrument was returned to the customer. Device intended use: the applied biosystems veriti dx thermal cycler amplifies human nucleic acid samples for diagnostic applications. The veriti dx thermal cycler is to be used only by operators trained in laboratory techniques and procedures.

Event description:
A customer reported an error message "fatal error/unrecoverable error ox8013" coming from the instrument, veriti dx thermal cycler (cat no. 4452300, serial no. (B)(4)). No pt involvement reported.